Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving lioresal ¿50 mcrg/ml¿ at ¿18,825 mcrg/day¿ via an implantable pump. It was reported there was a premature elective replacement indicator (eri) alarm. The pump was interrogated when the patient went to the pain unit on (B)(6) 2016 and the hcp confirmed the message of eri. The eri alarm sounded approximately 54 months earlier than expected (it was also noted as 52 months earlier than expected). The pump was replaced on (B)(6) 2016. There were no environmental, external, or patient factors that may have led or contributed to the event. The issue was resolved. There were no reported symptoms.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found a feedthru anomaly; shorting across the insulator. The pump was received with 8 ml of fluid in the reservoir and in safe state, minimum rate infusion mode.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that there were no reported symptoms. The cause of the premature eri was not known. The therapy with the new pump was effective and the patient was having a normal life.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.